Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during drain 1 of 4 on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over using new supplies. There was no reason found for the message. The tsr advised the hp to contact the nurse. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation. The assignable cause is undetermined.